Event description:
Customer called to report a large discrepancy between the sensor glucose reading and the blood glucose reading. Blood glucose reading at the time of the call was 139 mg/dl. The customer stated that the sensor glucose reading would be 42 mg/dl when the blood glucose reading was 139 mg/dl. Customer stated that the sensor was turned off due to the cal factor not being in optimal range. The customer will wait to turn on the sensor to see if it can be brought into the optimal range. Advised to call back for troubleshooting and or remove the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.